Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 9 of 11 mdrs filed for the same patient (reference 1825034-2015-02496 / 02503 & 04441 / 04443).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2010. Patient's legal counsel further reported that all components were removed and replaced with spacers on (B)(6), 2010 and that a re-implantation procedure occurred on (B)(6), 2010. A revision procedure was reported to have taken place on (B)(6), 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, elevated metal ions, bone/tissue damage and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient's left hip was revised (B)(6), 2010 due to post operative wound complications (infection) and pain. The shell, stem, and head were removed and replaced with cement spacers. Subsequently, patient was revised (B)(6), 2011 due to bilateral hip infection and pain. Operative report further noted hyperemia, purulent-looking fluid, and well-fixed stem during the revision procedure. The shell, liner, head, and stem were removed and replaced with cement spacers and an all-poly cemented cup. Patient was reimplanted on (B)(6), 2012. Operative report noted patient has had 11 procedures on his left hip regarding infections. It was also noted that prior to the (B)(6), 2012 procedure, the patient had spacers put in about 4-5 months prior((B)(6) 2012). No information is known at this time regarding the additional procedures.